Manufacturer narrative:
(B)(4) date sent: 10/20/2020 investigation summary the analysis found that one psee60a device was returned with an endopath xcel trocar 12mm inserted in the jaws and with the anvil bent upwards. One gst60t reload loaded in the device. The reload was received fully fired. The manual override door was noted to be out of position and the override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequence firings. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due the condition of the device. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness, or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil, leading to this damage. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Batch# u5d67g. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device, or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. Additional information: upon visual inspection of one photo, the following was observed: the photo shows the jaws opened with a black reload loaded, and the anvil slot damaged. Based on the photos, the event described is confirmed, however, no conclusion, or root cause could be determined. Hands-on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event, however device has not yet been returned.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, during the first firing with a black reload, the knife would not return all the way. The reverse switch did not work. The manual bail out was utilized to release the jaws from the tissue. The device was stuck in the articulated position and would not come out through the trocar. The trocar and device were removed together. The case was delayed by ten minutes. A second gun was utilized to complete the procedure with no patient consequences.